Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the issue of improper assembly was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and 10 were taken for functional testing and the issue of improper assembly and underfill was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: there is "stopper thrownness and not sufficient vacuum."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: there is "stopper thrownness and not sufficient vacuum."